Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a possible fracture. A lead revision is planned. No patient complications have been reported as a result of this event.